Event description:
It was reported that a patient the patient called the physician one day post-procedure with a complaint of bruising around the right eye, neck, chin down to the chest. Subsequently, on (B)(6) 2018 the patient experienced clots in the area where volumax was administered, the patient's face was swollen, black and blue. The physician indicated that this reaction is not uncommon in elderly patients and the surgery was minimal in terms of duration and incision. The physician removed the sutures and thick black pieces with a consistency of jelly came out along with the ossix volumax. Area was cleaned out and re-sutured. Patient returned on (B)(6) 2018 for observation and the swelling and bruising had resolved.